Event description:
Reporter called to report an issue with her dexcom sensor. When she changed her sensor, she noticed the reading was showing below 40. She monitored her results for five hours and the same reading of below 40 showed. The reporter said she checked her blood sugar using fingerstick and result showed 120. She spoke with dexcom and the manufacturer stated she will be getting a replacement by mail. She expressed her concern for the inaccurate readings stating it's misleading and life threatening.